Event description:
It was reported that the attune pin puller was defective during surgery involving a total knee prosthesis. The device did not close properly, resulting in its inability to perform its intended function of holding another device or position. There were no consequences for the patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: e1 initial reporter address line 1: (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information provided: "device defective during surgery. Total knee prosthesis". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance, as only signs of wear could be observed on the device surface. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed for the device using depuy synthes lab samples (styrofoam block and attune pins). Test revealed the attune pin puller could grab and retrieve correctly the pins from the hard styrofoam as intended. The overall complaint was not confirmed as the observed condition of the attune pin puller would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d9 corrected: h3.